Event description:
Reportedly, the anastomosis was not complete; only 50% of staples were applied in the forward part, the backward part was left opened. An unintended colostomy had to be done. Procedure: colectomy.